Manufacturer narrative:
The devices were not available for evaluation at the time of this investigation. The sales data for all acetabular liners was used to calculate an approximate complaint occurrence rate of less than 0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. The company is not aware of receiving any complaint reports involving another part from this manufacturing lot. Complaint data from 2014 through 2018 involving the reported failure for this family of devices was reviewed. The investigations for those incidences have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. It is a noted device specific risk of prosthesis wear due to impingement of components or damage to the articular surfaces. Also, that patient weight and activity could influence the lifetime of an implant. Based on review of all available information, there is no evidence to suggest that the reported pain and poly wear is related to any design or manufacturing issues. An investigation for reports of revisions due to prosthesis wear, found no cause for action as the estimated frequency of occurrence is 0.039% and is considered "very low". The reported surgical revision for poly wear was likely the result of edge loading/impingement, patient conditions, or a combination of the two. This device is used for treatment, not diagnosis

Event description:
It was reported that a patient experienced a revision surgery due to poly wear. The patient reported hearing "clunking" in her hip, leading to discomfort. The revision surgery was postponed from (B)(6) to (B)(6) 2018 with no reported reason. No additional information has been provided. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00578 and 1038671-2018-00580.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the need for additional treatment (abduction pillow) reported was likely the result of the acromial stress fracture 3 months after the original surgery. "Unintended bone fractures" is listed in the product labeling under device specific risks.

Event description:
Index surgery: (B)(6) 2016. Non-revision of right shoulder components due to an acromial stress fracture. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2016. Non-revision of right shoulder components due to an acromial stress fracture. This event report was received through clinical data collection activities.